Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute integrity drug eluting stents were implanted. Approximately 6 months post index procedure, the patient expired. Cause of death is cardiac death.